Event description:
Procedure: hysteroscopic myomectomy, d&c (dilation and curettage), endometrial ablation. The ablation was completed using minerva. We do not have the generator serial number or ce number. Per doctor: minerva caused thermal injury. As per operative note: per doctor general surgery: ¿small bowel ischemia and perforation noted in the ileum. This appeared to be a thermal burn that resulted in perforation. Event sent to smda. Equipment tested.